Event description:
The hcp reported that since the patient's stimulator (ins) was replaced, the patient had experienced intermittent stimulation which seemed random and not based on movement. The patient had reported good stimulation prior to the ins replacement, so nothing else was replaced. The patient had their original lead and extension from over 10 years ago. The patient had not experienced any known accident or incident. The hcp reported high impedance >4000 on all or some of the bipolar pairs. A follow-up report will be sent if additional info becomes available.